Event description:
Complications following lasik eye surgery. Have ghosting images in left eye and 2 enhancement surgeries did not resolve ghosting problem. Also very poor night vision, halos and dry eyes since surgery. Vision quality has also regressed since surgery and now corrective rgp contact lenses are the only corrective lenses that help improve my vision impairments since the lasik surgery. Regular eye glasses do not work to correct my vision due to the changes made to my corneas following the lasik surgery. Complications have led to periods of depression and quality of life has declined due to vision impairments since the lasik surgery.